Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device found the handle and needles were in backdown position. There was a needle strike mark on the posterior medial side of the barrel face, which suggests that the needle might have been deflected by an unidentified cause. This finding confirms the reported experience of needle did not present at the hub. During the investigation, the handle was deployed and all needles presented at the hub. The probable cause for the needle strike mark on the barrel face and for needle not presented at the hub during needle deployment is related to the operational context in which the device was used and not a product quality deficiency. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that arteriotomy closure was attempted in a common femoral artery using a prostar xl device. Reportedly, during needle deployment, one needle did not emerge at the top of the barrel. The physician performed needle back-down and removed the prostar xl from the patient anatomy. Another prostar xl was used successfully to achieve hemostasis. There was no adverse patient sequela. It was indicated that the procedure was interventional, but it was not indicated if the prostar xl was attempted prior or after the index procedure. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.